Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient's light adjustable lens (lal, sn (B)(6), +13.0d) was implanted on (B)(6) 2023, with another lal implanted in the fellow eye separately. On (B)(6) 2024, approximately 6 months after the implant surgery and completion of light treatments, the lal was explanted from the patient's left eye due to myopia that had been targeted in the eye by the treating physician. An intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 06/11/2024.